Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on 12/27/2025, the cgm displayed low and the patient began having a panic attack. The patient called for an ambulance when they started experiencing nausea and became dizzy. The patient consumed 6 glucose tablets before the ambulance arrived and their readings became stable. At an unspecified time, the patient¿s bg was displaying 400 mg/dl, however there was no report if treatment was administered. It was reported that the ambulance took the patient to the hospital not to treat his hyperglycemia reading but to treat his panic attack around 3:40 pm and the patient stayed at the hospital for 2hrs. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.